Event description:
Complaint received as follows: fms inserted (B)(6) 2012, and removed (B)(6) 2012. Bright red blood noted from rectum at that time. This is a case of rectal/anal bleeding possibly related to the use of the flexiseal fms device. The pt is a (B)(6) who was admitted into hosp (B)(6) 2012 for a colon resection and later had a cardiac bypass. Other co morbidities included: heart disease on (pacemaker) and hemorrhoids. Medications: aspirin, plavix (clopidogrel bisulfate) an anticoagulant. She had the device inserted for liquid stool on (B)(6) 2012, same was removed on (B)(6) 2012 when bright red blood was noticed per rectum. A colonoscopy was carried out on the same day. The report read by (B)(6) states that 8-10 cm into the rectum a broad ulceration 1.5x2.5 cm was noted with no active bleeding. A second broad ulceration was noted further in the scope again with no active bleeding. Pt was transfused on (B)(6) 2012 with one unit of blood and one unit of platelets and on (B)(6) 2012 with one more unit of blood. The pt is currently described as 'feeling better', awaiting possible discharge from the ICU to cardiac unit by cardiac surgeon. Based on the available info, this ae is deemed serious. From a clinical perspective, a causal relationship between the flexiseal fms and this event is deemed possible because product use is temporally associated with the part of the body where the problem occurred.